Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to an ear canal defect and "pre-cholesteatoma". The device was explanted on (B)(6), 2009. It was also reported that the patient never received auditory sensation from the device.

Manufacturer narrative:
(B)(4).